Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include dizziness and struggling to open eyes. The patient was diagnosed with low glucose levels. The patient was treated with food and was released the same day.